Manufacturer narrative:
The complainant indicated that the device will not be retuned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR# 2134265-2009-00412. It was reported that 2 days following a coronary artery drug eluting stent treatment procedure, there was a sub-acute stent thrombosis event. The patient presented 2 days prior to the index procedure, with angina pectoris and s-t segment elevation of 13mm. The physician treated the de novo 99% stenosed, moderately tortuous proximal to mid lad (left anterior descending) artery with a taxus express2 2.50x16mm and 3.00x16mm drug eluting stents, placed in overlapping fashion for the index procedure. There was no reported complications or injuries reported with the index procedure. The patient presented with angina pectoris 2 days following the initial implant, which was reported to be a 100% occluded timi grade 1 flow, sub acute thrombosis and a coronary intervention was performed with an unspecified thrombectomy catheter and balloon dilatation catheter. It was reported that the patient had a myocardial infarction with the treatment procedure. The physician was reported to have placed an intra aortic balloon pump (iabp) in the patient prior to the procedure end. The procedure was completed with the thrombectomy catheter and balloon dilatation catheter with timi grade 3 flow. It was reported that the physician felt "there was no causal relationship between the implanted taxus stents and the stent thrombosis." The iabp was removed 5 days after the thrombotic event. The patient's condition is reported as in "remission."